Event description:
It was reported the third proximal pip implant of the left hard of the pt "snapped after his hand got 'wrangled, in the leash of his (B)(6) golden retriever. On (B)(6), 2014, the pt consulted with his surgeon. An x-ray was performed which revealed that the proximal tip of the pip was broken. The pt was scheduled for revision surgery on (B)(6), 2014. Add'l info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.